Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device won't turn on. There was no reported patient interaction.

Event description:
It was reported that the device won't turn on. There was no reported patient interaction.

Manufacturer narrative:
After further review it was determined that this file is not MDR reportable.

Manufacturer narrative:
The customer's report that the device would not turn on was confirmed. Physical inspection of the device noted damage to the front case. A review of the device history record for sn (B)(6) was performed from 08/23/2019 to 8/31/2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Based on the findings, service determined that the proximate cause of the customer reported issue was due to customer damage of the front case.

Event description:
It was reported that the device won't turn on. There was no reported patient interaction.